Event description:
The customer reported via phone call that she changed the reservoir and noticed that the screen on the insulin pump scrolls up and down when pressing the buttons. The customer changed the battery and keypad issue persisted. Blood glucose value was 211 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display or numbers scrolling up noted. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.